Event description:
A customer reported observing dull knives. One dull knife was noted on a pt during surgery. There was no harm to the pt. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).